Event description:
It was reported that approximately one month after being implanted the patient complained to the doctor that they had developed an abscess. The patient wanted to remove the system. It was stated the healthcare provider informed the patient they had not developed an abscess and would not remove the system. Information received a little more than three weeks later indicated the patient was fine. The explant of the system was due to previous physiological causes of the patient. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3877-60, lot# 0206664451, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).